Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain a patient ID have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the wire was recognized by the system, zeroed and normalized. During the procedure they lost the signal. No error message was displayed. They tried to disconnect and reconnect the wire without success as the signal did not come back. They used another wire to complete the procedure. No damage was observed to the device either during prep or after removal from the patient. The device was not removed as a system. No resistance was felt but the vessel was tortuous. There was no patient injury or adverse event; no medical or surgical intervention was required or performed. Patient was discharged as expected. Visual and microscopic inspection and functional testing were performed on the returned device. The reported failure was duplicated. The sensor was broken and a portion of the sensor's diaphragm was missing. The device failed the electrical resistance test. The electrical resistance test discovered open and unstable weak connections in the electrical circuit of the device. The device also failed the signal test and was not recognized; no pressure signal was generated. The probable cause of the wire not recognized is the observed open and unstable, weak connections in the electrical circuit of the device likely due to a broken sensor. However, we were unable to conclusively determine when and how the reported failure occurred. The instructions for use (IFU) caution the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The use instructions indicate in the event the guide wire is "not recognized", retract connector cover and realign the guide wire. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.